Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the product can be performed. The batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. Review of the dfu notes the reported event as potential adverse event associated with the use of the device. A combination of patient and procedural factors appear to have caused or contributed to this incident. (B)(4).

Event description:
During insertion of tavi device a rapid loss of blood pressure was noted. Under tee inspection a massive ventricular tamponade was diagnosed. Emergency thoracotomie and hlm was initiated. After surgical repair of tear (wire perforation was notified) in left ventricle, successful transfemoral implantation of tavi device under ongoing hlm.